Manufacturer narrative:
Device evaluated by MFR: the mustang 7.0 x 40, 75cm was received for analysis. A visual and microscopic examination identified a complete balloon circumferential tear located approximately 2mm distal of the proximal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath after a balloon rupture. The distal section of balloon material together with a section of shaft and the tip section were not returned for analysis. A visual examination found the tip of the device to have detached from the device due to a shaft break. The tip section together with a section of shaft and balloon material were not returned for analysis. A visual and tactile examination found the shaft of the device to have completely detached at approximately 85mm distal of the proximal balloon bond. Severe stretching damage and kinking was noted at more than one location on the shaft. The distal section of shaft together with the distal section of balloon material and the tip section were not returned for analysis this type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic examination found both markerbands to have completely detached from the device. The detached markerbands were not returned for analysis. The markerbands potentially detached due to the damage to the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture, removal difficulty, and device detachment occurred. The severely stenosed target lesion was located in a non-tortuous and non-calcified artificial blood vessel in the upper limb. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation for few seconds, the balloon ruptured at below rated burst pressure. The physician could not remove the device and it was further noticed that the balloon was disconnected from the shaft. The physician cut off the vessel and removed the balloon and the sheath. The procedure was completed with the original device. No further complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture, removal difficulty, and device detachment occurred. The severely stenosed target lesion was located in a non-tortuous and non-calcified artificial blood vessel in the upper limb. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation for few seconds, the balloon ruptured at below rated burst pressure. The physician could not remove the device and it was further noticed that the balloon was disconnected from the shaft. The physician cut off the vessel and removed the balloon and the sheath. The procedure was completed with the original device. No further complications were reported and the patient status was stable.